Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and the battery was having communication difficulty with the remote control and clinician programmer. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and the battery was having communication difficulty with the remote control and clinician programmer. The patient underwent an ipg replacement procedure.